Manufacturer narrative:
No analysis required. (B)(4).

Event description:
The customer reported via phone call that they had sensor issues. The customer's blood glucose was unknown at the time of incident. The customer also reported that they experienced low blood glucose of 47 mg/dl and treated with ginger ale. The customer declined to troubleshooting for low blood glucose. The insulin pump was returned for analysis.